Manufacturer narrative:
(B) (4). The ge service rep verified the video is the same ongoing problem. He replaced the workstation backplane pcb. He booted the unit and verified sys operation. The unit functions as intended.

Event description:
The customer reported that when fluoro is taken, a black image appears on screen. He discovered this during cine runs and during cases. No pt injury was reported.